Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that the recharger where the cord meets the paddle was getting really hot probably 2-3 days ago. Patient also mentioned that after unplugging the recharger, they got a message to call medtronic. The patient and the doctor's office called the manufacturing representative 3 days ago, but they were advised to call patient services because there was nothing they could do. A replacement recharger telemetry module (rtm) was sent out. No symptoms reported. Refer to (B)(4) for patient mentioning they had their controller replaced because it melted on the inside.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n (B)(6) revealed. Analysis found:controller goes blank when rtm is plugged and cord frayed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.